Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported hole in the balloon. However, possible factors that could contribute to a hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis and limited information was provided. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the bifurcation of the left anterior descending (lad) artery and diagonal artery. The 4.5x12mm trek rx balloon dilatation catheter (bdc) was being prepared when the indeflator was put on negative pressure, the indeflator just filled with air suggesting a hole in the balloon. Another 4.5x15mm trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.